Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla) (date not reported). Surgery to reposition the magnet has been completed (date not reported). The implanted device remains.